Event description:
Report received from an abbott international affiliate (abbott-canada) which states, "the product was found dislodged at the junction of the dripping chamber of the bag spike and the actual IV tubing. Clean-up protocols were applied. The event has occurred twice in the past while the products were connected to the patients, but the events were not reported." Further information received states, "there were two incidents, both involving 5fu and tubing disconnections at the drip chamber which resulted in skin contact for the pharmacist." The first incident occurred on an unknown date with no further information available and was not reported. In the second incident, the pharmacist contacted the hospital for guidance after exposure to the skin. The pharmacist was instructed to wash thoroughly the area of the skin exposed and it would clear easily the product from the skin surface. The pharmacist was told that absorption was practically nil. The agent also spilled in the area of preparation and chemotherapy cleaning protocol were applied. No injuries or adverse sequelae from the chemotherapeutic contact was reported. No additional information was provided.